Event description:
Affiliate reported that doctor had trouble obtaining csf upon needle insertion. The needle size was changed, which did not help. When changed back to the original needle and upon pulling back the needed he realized the catheter had sheared. As a result the doctor converted to open catheter insertion and removed sheared catheter.

Manufacturer narrative:
No product was returned and no lot information was made available. As such, it is not possible to identify the root cause or to evaluate manufacturing records for the subject device. No corrective action or follow up is possible. Complaint will be closed without any further action. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. This is the first complaint of this type for this product code (catheter had sheared), therefore; it is considered to be an isolated incident. Trends will be monitored for this or similar complaints. Device unavailable.